Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva single port, 20g x 1.75" the tubing had expanded. There was no report of patient impact. The following information was provided by the initial reporter: this morning (B)(6) 2022 the nurse found the bd nexiva, insert at the arm of the patient. The extension was upblowed (diameter of extension in one part larger then the normal extension diameter. So the nurse removed the bd nexiva and informed the administration/shopping department.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 04-nov-2022. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two units of the nexiva device for the investigation of this complaint. Upon inspection of the received devices, one unit was sealed in the packaged and did not have any physical damage. The second unit was a catheter assembly containing an extension tubing that had expanded near the port. The diameter of the extension tubing on the used device was expanded near the luer adapter and the wall thickness of the tubing had thinned, which can occur if the pressure within the device exceeds the recommended pressure. The reported issue was confirmed. Per the IFU(instructions for use), the maximum power injector pressure limit is 300psi. If this pressure limit is exceeded, ballooning is likely to occur. Additionally, a ballooned tubing may occur due to the tubing being kinked or occluded during pressure injection. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva single port, 20g x 1.75" the tubing had expanded. There was no report of patient impact. The following information was provided by the initial reporter: this morning ((B)(6) 2022) the nurse found the bd nexiva, insert at the arm of the patient. The extension was upblowed (diameter of extension in one part larger then the normal extension diameter. So the nurse removed the bd nexiva and informed the administration/shopping department.